Manufacturer narrative:
If device evaluation anticipated, but not yet begun: additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that a piece of the button broke off inside of the patient. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: broken piece. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Shear pin failure in handle. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known at this time. (B)(4).

Event description:
It was reported that a piece of the button broke off inside of the patient. The procedure was completed successfully.